Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastic pack¿ / bd lord's¿ insulin syringe with needle was assembled incorrectly. There was no report of injury or medical interventions.

Manufacturer narrative:
Severity: s1; occurrence: unable to perform complaint lot history check due to unknown lot number. Two investigations were carried out: customer returned (1) loose 3/10cc, 8mm syringe. The returned syringe was examined and exhibited a deformed stopper in the barrel. Sample was forwarded to manufacturing (B)(4) on (B)(6) 2018 for further review. On (B)(6) 2018, (B)(4) received one (1) 0.3ml, 8mm syringe from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), similar findings to those documented during initial investigation performed at (B)(6) were noted. The sample was additionally disassembled and the stopper was observed to retain its deformed configuration, as had been noted within the fully assembled syringe. (B)(4) was initiated by the holdrege plant to address damaged/deformed stoppers and their associated root cause(s). Unable to perform DHR check due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.